Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the maryland bipolar forceps instrument, it was noted that the wires on the instrument was frayed. No missing or fallen pieces were reported.